Event description:
The customer reports severe nasal infection - symptoms include: swollen face, scratchy throat, nasal congestion and headaches. The customer was hospitalized and received IV antibiotics and steroids. The customer reports that they are getting back to baseline health.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It has been identified that the customer did not follow the proper handwashing procedure as outlined in the instructions for use (IFU). It is important to note that the customer initially contacted us in 2023 regarding an adverse event, which was determined not to be reportable at that time. The customer reached out again on (B)(6) 2025 to request an RMA for the soclean2, at which point no symptoms were reported. However, after the complaint handling unit followed up with the customer on 3/20/2025, the customer provided additional details about new symptoms and treatment, which have now been deemed a reportable event. This complaint will be submitted to the FDA within 30 days of receiving the updated information on 3/20/2025.